Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility charge nurse reported that the ultrafiltration (uf) goal was set to 550, however, reset to 000 during the patient's hemodialysis (hd) treatment on a fresenius 2008k2 hemodialysis machine. The uf removed from the patient at the end of treatment was 530 ml with the uf off. Additional information regarding the patient, treatment, and machine has been requested, however, to date has not been provided.